Manufacturer narrative:
The device was received from the field with battery voltage at elective replacement indicator level. Analysis of device image and session records indicated device operated at high output field settings as well as autocapture and rate responsive feature were enabled during implant period. When automatic settings are programmed, such as autocapture and rate responsive pacing, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed exhibited normal device characteristics. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Manufacturer narrative:
Product has not been returned.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed the pacemaker battery was at early depletion. The physician elected to explant and replace the pacemaker. The patient was stable before, during, and after procedure.